Event description:
A customer reported that a 3m electrosurgical pad was placed on the thigh of female pt prior to a breast implant surgery. Before the surgery started, the surgeon alleged "small explosions in the electrocautery pad" occurred. The pt allegedly received a 2nd degree burn (12 cm x 5 cm) under the pad. The family was notified. A different generator and a new pad with the same lot number were used; the surgery continued without incident. Medical intervention was required for treatment of the alleged burn. The pt was discharged with f/u for dressing changes. Add'l medical info received on (B)(6) 2014 by nurse indicated the surgical site was prepared with a chlorhexidine solution. It is not possible to rule out contact of the solution with the skin at the electrosurgical pad site before the pad was placed.

Manufacturer narrative:
If a flammable chlorhexidine solution was on the skin under the electrosurgical pad when the generator was started and electrocautery/pencil was initiated, this could generate a spark which would explain the 2nd degree burn. Burn(s) - injury to tissues caused by contact with dry heat, moist heat, flames, chemicals, electricity, friction or radiant and electromagnetic energy. A first degree burn is associated with redness, a second degree burn with vesication and third degree burn with necrosis through the entire skin. Spark - issue associated with a flash of light related to an electrical discharge in an unexpected location. Method: labeling eval - reviewing all labeling (including instructions for use, manuals and packaging) for language related to reported device problems; no testing methods performed - testing was not performed on the device. Conclusion: human factors issue, user error caused or contributed to event - the interaction between the device and the user caused.